Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that luer lock of a clearlink system solution set was cracked and falling off of the end of the line. The line was attached to a stopcock "below the manifold" and infusing into the patient. This was observed during patient use with propofol. To resolve the event, the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.